Event description:
It was reported that the patient reported feeling "fluttering under right breast, shortness of breath, dizziness as if going to pass out, hiccups last night, palpitations, an increase in my heart rate if I'm talking about something stressful or doing simple task" and she is "still fatigued and concerned symptoms are related to pacemaker". Device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.